Manufacturer narrative:
Investigation results: our quality engineer inspected the 9 photos and 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample and photos showed that there was blood residue in the threads between the luer adapter and needless injection cap, supporting the claim of leakage. However, during functional leakage testing, we were unable to reproduce the leakage reported. Since no leakage was observed during the functional testing, we are unable to determine the root cause of the failure. There is a possibility that the connection to the other device was not secured properly during use, but we cannot confirm this. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked at connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report when nexiva and maxzero were connected and raw saline was poured, it leaked out from the connection.